Event description:
Device "delivered in 10 hours instead of 22". (Device intended use is for a 7 day infusion). Contents of device reported as 5-fu 2500 mg in ns for a total fill volume of 66ml. Customer further stated that the patient experienced headache, eye pain and nausea and took percocet and zofran which they had on hand at home and reportedly experienced relief.